Event description:
It was stated that the downstream occlusion seal diaphragm was broken and battery door was missing. During preventive maintenance. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation for the complaint that the downstream occlusion seal diaphragm was broken and battery door was missing. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found a cracked dso seal which was confirmed the reported complaint. As such the dso seal and battery door were replaced then the pump passed functional and accuracy testing.